Event description:
Device malfunction: unk. Symptoms/ae: access site complication/surgical vessel repair. Time of symptoms/ae: post procedure. The following events were noted through a periodic article review. A prospectively study was performed in 21 pts who underwent endovascular stent-graft insertion for thoracic or abdominal aortic pathology during the period between 2003 and 2005. The purpose of this study was to assess the technical safety and the midterm outcomes following total percutaneous endovascular thoracic and abdominal aortic stent-graft repair using the perclose a-t device off-label. Reportedly, seven (7) access site complications occurred including groin hematoma, manual compression or surgical vessel repair. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
Pt selection (the safety and effectiveness of the perclose a-t suture-mediated closure system have not been established in pts with access sites in vascular grafts - the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Dr. Clare l. Bent; et al "total percutaneous aortic repair: midterm outcomes" (cardiovasc intervent radiol 2009; 32:449-454.)